Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Chest x-ray revealed that the pulse generator had been flipped in the pocket. Twiddler's syndrome was suspected. The device was reimplanted. No patient symptoms were reported.